Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed a21 alarm. It was also mentioned that the pump is receiving a low reservoir set up and does not rewind to change the infusion set. Blood glucose level was 214 mg/dl at the time of the incident. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Device passed the self test, displacement test and unexpected restart error test. No unexpected restart alarm noted during the testing.